Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient was having an MRI for back pain. The hcp stated that it no longer worked and didn't function at all; the patient hadn't used it in a while and was inoperable. The hcp thought the patient was talking about the patient programmer but it became clear that they weren't certain. No further complications reported.